Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation/discarded. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot; part # 03.043.033s, lot # 10295361, manufacturing site: (B)(4), release to warehouse date: 31 jan 2022, supplier: (B)(4), and expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 26, 2022, while attempting to use a tna outer sleeve for a suprapatellar nail, the sleeve was tight in the patellofemoral joint. Additionally the patient was very obese not allowing sleeve to enter the joint as much as the surgeon needed. The surgeon activated the drill with the opening drill bit inside of the and oscillated. The sleeve was damage and another one was opened and the surgery proceeded. Ultimately the surgeon decided to proceed with the surgery without any sleeve. The surgery was successfully completed with a surgical delay of 5 minutes. There was no patient consequences/ outcomes reported. This complaint involves one (1) device. This report is for one (1) protec slv/ flex/ lg for nl 8-11 / -s. This is report 1 of 1 for complaint (B)(4).